Event description:
It was reported that pt received inappropriate atp and hv therapy for svt with rvr. It was addressed by reprogramming.

Manufacturer narrative:
This historic complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.